Manufacturer narrative:
The information provided about the event date has been updated. The correct information has been included with this report. (B)(4)

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home in hospice care. The cause of death was prostrate cancer. The caller stated that the customer had arthritis, prostrate cancer, and diabetes that may have led to the customer's passing. The customer¿s blood glucose was low at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, due to low blood glucose incidents. The customer was not using sensors. The customer had a low incident that required medical assistance at least 48 hours after they were off the pump. The caller declined to return the insulin pump for analysis.